Event description:
An ice device and watchman delivery sheath were placed on the left atrium for a left atrial appendage closure procedure. The ice was able to cross from the right atrium into the left atrium via transeptal puncture and performed the measurements with no issues. However, after contrast delivery during fluoroscopy, bubbles were visualized on the left side of the heart and appear to have perfusion/air in the heart. Shortly after, the patient turned purple and went into cardiac arrest, requiring CPR for nearly 40 minutes. An impella device was placed, and the patient was transferred to ICU. The patient did not survive the procedure, and the cause of death was not determined or communicated. Per (B)(6) clinical assessment, the reported air embolism, was not related to the (B)(6) device. There was no alleged malfunction of any (B)(6) devices and did not cause or contribute to the reported event. (B)(6) is not the manufacturer nor importer of the watchman delivery sheath. The manufacturer of this device is boston scientific. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).